Event description:
A customer observed reproducible, false negative hbsag results from a pt tested on the vitros eci analyzer in 2008. An alternate method yielded positive results for hbsag. False negative results could result in inappropriate physician action. There was no report of pt harm as a result of this event. This report corresponds to ortho clinical diagnostics, inc. Complaint number.

Manufacturer narrative:
Investigation into this event found that the eci analyzer was operating as expected during the time of this event. The customer could not provide pt history, current symptoms, or known diagnosed conditions for the pt. Add'l testing was not performed due to insufficient pt sample. The root cause for the false negative hbsag result is unk.